Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, patient presented with pre-op diagnosis as: lumbar canal stenosis (lcs). For which patient underwent tlif (transforaminal lumbar interbody fusion) at l5/s. On an unknown date, post-op, both screws at s (sacrum) deviated medially. Reportedly, it seemed that there was no neurological symptom in the patient but replacement of screws were performed on (B)(6) 2017. The patient did not achieve solid fusion as the surgery was performed lately. No patient complications were reported.

Manufacturer narrative:
(B)(4).